Manufacturer narrative:
Section g4: manufacturer's aware date was inadvertently omitted from previous report. The correct date was 06nov2019. Manufacturer's investigation conclusion: the report of a motor disconnect alarm was confirmed and reproduced during testing of the returned centrimag motor (sn (B)(4). The returned motor was evaluated and tested by the service depot. The motor was connected to a test console and flow probe. Upon powering up the system the console immediately displayed a motor disconnected:m2 alarm, reproducing the reported event. The motor was disconnected and reconnected to the console multiple times, and each time the same console displayed the same alert. Resistance testing of the motor's cable revealed an intermittent open connection in the bearing phase b2 connection (ib2+/ib2- lines) when manipulating the cable near the motor end, indicating conductor breakdown in the motor's cable. Although the root cause of this damage could not be conclusively determined, it appeared to be a result of repetitive bending or twisting of the cable during use. It was noted that the returned motor was over 9 years old. The returned motor was determined to be defective and was scrapped. Reports of similar events have been documented and corrective action (CAPA) was initiated to investigate and address the issue. The returned centrimag motor was manufactured prior to the implementation of the CAPA. Reports of similar events will continue to be tracked and monitored. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine training two centrimag motors displayed "motor disconnect" alarms when connected to a console. The consoles were double checked with known good motors to verify issue. Two centrimag motors returning for evaluation. No further information was provided.